Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device power up properly after battery installation. No blank display or missing segment or partial display noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had cracked lcd window, broken reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons harder to pressing and screen went black a couple of times. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they received frequent unexplained no delivery alarms, rainbow effect occasionally on screen, buttons are worn, could not see esc up and down lettering, crack on reservoir screen and scratches on body and screen. The insulin pump will not be returned for analysis.